Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient was unable to comfortably inflate his inflatable penile prosthesis (ipp) to max capacity due to pump placement and poor manual dexterity. A replacement surgery was performed to replace his ipp with a malleable prosthesis , no device malfunction was observed according to the physician. The patient had a good outcome following the procedure.